Manufacturer narrative:
On (B)(6) 2021, during preventive maintenance (pm), the autopulse platform (serial #(B)(4)) displayed fault code "29" (loss of brake connectivity). The root cause of fault code 29 error was due to a defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform was manufactured in december 2015 and has reached its service life of 5 years. There was no physical damage on the returned autopulse platform was observed during visual inspection. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The impact of sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the problem. The autopulse platform passed the initial functional testing without any fault or error. However, during further testing, fault code 29 occurred. To remedy the issue, the defective drivetrain motor was replaced. After service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
On (B)(6) 2021, during preventive maintenance (pm), the autopulse platform (serial #(B)(4)) displayed fault code "29" (loss of brake connectivity) error message. No patient involvement.